Manufacturer narrative:
On 4/27/2015 - additional information was received that the patient had a follow up and there was an observation of noise and a low, out of range pacing lead impedance measurement of 110 ohms. Boston scientific technical services discussed that the decision not to intervene may be related to patient's medical conditions. Further troubleshooting options were discussed. Additional information was received and it was indicated that the issue was known and that the device was left programmed to aai. The patient was still scheduled for a follow up. No adverse patient effects were reported. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated a rubbed through insulation between 42 cm and 45 cm distal to the is-1 connector pin. An electrical short circuit was noted in this area. The finding can be considered to be the root cause of the oversensing issue mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Further damages resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead exhibited oversensing. An insulation break was suspected and they wanted to program device in aai. Boston scientific technical services discussed that there would be no sensing in the ventricle if programmed to aai. The physician will evaluate further. No lead revision was planned as of this time. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.